Event description:
The customer reported to vyaire medical that after about five minutes of using the revel ventilator, it began displaying blower demand failure. The user stated that the device continued to work but flashed blower demand failure approximately five to six times during the thirty minutes ride while on patient. There was no patient harm associated with the reported event.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical service technician was unable to verify customer reported issue. The device passed the extended test with no unusual alarms or errors at the customer's settings, as well as the initial final test using an automated testing fixture, which tested the total functionality of the ventilator, and it also passed the initial alarm volume test with no restrictions. The unit was opened and inspected, and no issues were found. The blower demand exceeded alarm condition is not necessarily an indication of a device failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit (face mask typically). It can also occur when the blower is seized. One condition is considered normal operation and the other is not. Since the vent is in good working condition, no repair action is required. Process ventilator through service to ensure that all factory specifications are met. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.